Event description:
Boston scientific (bsc) crm received info that this 4135 atrial lead was explanted after four days in service due to dislodgement. The lead was replaced with a new 1488tc atrial lead. No adverse pt effects were reported. As of this report, the explanted atrial lead has not been returned. If this lead should be returned, analysis will not be performed due to the nature of this allegation. No further info is available at this time. If additional info should become available to our company, this event will be updated as necessary. Boston scientific provided inconsistent explant and event dates.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.